Event description:
Infusion port put in patient on 5/13/92. Doctor states he flushed it without problems. IV therapy unable to withdraw or inject. Patient returned unable to withdraw or inject. Patient returned to or. Port was kinked, so surgeon straightened it and it wworked perfectly. (Kept in the patient) this is user error;nothing wrong with the infusion port itselfdevice labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: sterilization. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was not destroyed/disposed of.